Event description:
It was reported that during an unknown procedure, the shaft of the ultra2 monorail cutting balloon catheter broke during advancement. The 90% stenotic lesion being treated was located in the tortuous and moderately calcified left circumflex artery (lcx). No patient complications were reported, and patient status was reported as 'good'. Additional information has been requested regarding this event, however, none has been provided.